Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not have any idea what the foreign material was. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The connecting tube had a scratch and the plastic distal end cover had a dent. The adhesive around the light guide lens and objective lens was peeled. The light guide lens had a crack and the universal cord had a wrinkle. Switch 3 had a scratch and switch 4 had wear. It was also noted that the scope connector was dirty due to water leakage and the water removal ability did not meet standard value due to clogging of the nozzle. The adhesive around the bending section rubber had a white clouded area, a crack and a chip. The bending section rubber had a scratch and the connecting tube coating was peeling. A flare occurred due to the adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had reduced angulation. Inspection and testing found that the nozzle had foreign objects. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.